Event description:
It was reported that the bd solomed¿ syringe with needle had foreign matter. The following information was provided by the initial reporter, translated from portugues to english: verbatim: syringe has a kind of goo when the plunger appears.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. See h.10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe with needle had foreign matter. The following information was provided by the initial reporter, translated from "portuguese" to english: verbatim: syringe has a kind of goo when the plunger appears.